Event description:
It was reported that on (B)(6) 2013, the crux vcf was deployed in the ivc (diameter 26mm). The physician wanted the filter deployed low in the ivc and stated that the filter landed where he wanted it to land. The tracking tip was pulled back and docked in the outer shaft of the delivery catheter. Upon removing the delivery catheter, it was noted while under fluoroscopic guidance, the filter was moving caudal with the delivery catheter removal. The physician stopped removing the delivery catheter and a volcano representative informed the physician to advance the tracking tip which the physician did. The physician then slightly torqued the delivery system outer shaft and re-docked the tracking tip. The delivery catheter was successfully removed from the patient's body. The caudal retrieval tail of the vcf was positioned just inside of the right iliac vein. The filter (lower loop) is still in the lower ivc. The physician stated that the filter is now positioned lower than what he wanted but, decided not to retrieve the filter at this time. At this time, the physician stated he would retrieve the filter the following week. On (B)(6) 2013, the right femoral vein was accessed and a gooseneck and en snare was used to remove the filter. It was reported that the physician was unable to capture the retrieval tail using the amplatz gooseneck microsnare because the retrieval tail was sitting against the wall in the right iliac vein. He exchanged the amplatz gooseneck microsnare for an en snare endovascular snare system and successfully captured the retrieval tail. The 9f sheath was used to re-sheath the filter and remove it from the body. The physician did not place another ivc filter at this time. The patient was in good condition during the retrieval and immediately after the retrieval procedure.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. Volcano's clinical affairs reviewed the known facts concluding that the crux vcf malposition may be due in part to the user and not realizing the landing zones of the filter and the movement of the delivery catheter. Also, it was reported that this was the physician's first time using the device clinically. It is not known why the delivery catheter moved the filter. The patient tolerated the removal of the vcf well and did not have any adverse events related to the malpositioned filter. The crux vcf and retrieval catheter were discarded and device evaluation will not be possible. The manufacturer is expecting receipt of angiogram films and evaluation forms which will be evaluated by clinical affairs. Evaluation results will be submitted in a supplemental report.